Event description:
The customer reported that the system exhibited 'ma sensor' errors during pt cases. No pt or user injuries were reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator driver pcb and high voltage tank were evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.